Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited a clog in the air/water supply tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: (g2 ¿ report source) should only be: company representative. Correction: (h6 ¿ component code) should be: 3092 ¿ nozzle. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, nozzle clogged. Unable to feed air/water, could not be identified. The user detected occurrence of leak, could not complete reprocessing. Subsequently, foreign material remained. The following is the reason we came to the conclusion. The user reported leak. (Refer to event description). IFU states that users have to contact olympus in case leak is detected. (Refer to labeling). However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states as follows. Abandonment of reprocessing in case of leak is not deviation from IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor the field performance for this device.